Event description:
It was reported that the physician believed the device had stretched during deployment so it was removed from the patient. The physician stated that after the device was removed from the patient, the coil broke off the delivery wire. There was no reported clinical consequence to the patient.

Event description:
It was reported that the physician believed the device had stretched during deployment so it was removed from the patient. The physician stated that after the device was removed from the patient, the coil broke off the delivery wire. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Visual inspection revealed that the coil was separated from the wire. Microscopic examination revealed that the coil was extensively stretched at the proximal end, and that the inner coil/junction was missing. The area in which the coil separated from the pusher wire is the location in which the coil separates during electrolysis. Additional information indicated that no friction/resistance was experienced during advancement of the coil, no detachment was attempted, continuous flush was maintained and that the patient¿s anatomy was tortuous. The direction for use (dfu) indicates that due to the delicate nature of the coil, the tortuous vascular pathways which lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions, such as coil breakage and migration. Based on the information available, it is probable that as the coil was being withdrawn from the patient, it may have stretched further; weakening the coil and consequently breaking outside the patient. Therefore, a root cause of operational context will be assigned to this investigation.